Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event is approximate as the data were collected between november 2014 and august 2019. M salna, et al. Journal of chest surgery 2022 apr 28. Doi: 10.5090/jcs.21.148 division of cardiac, thoracic, and vascular surgery, department of surgery, center for innovation and outcomes research, department of surgery, and division of cardiology, department of medicine, columbia university irving medical center, new york, ny, USA the reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of 88197). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿the impact of intrapericardial versus intrapleural heartmate 3 pump placement on clinical outcomes¿ identifying that heartmate 3 (hm3) placement may be related to readmission post-implant. This is a retrospective study that evaluated 165 hm3 patients implanted between november 2014 and august 2019. Patients were classified by whether left ventricular assist device (lvad) placement was within the pericardium or in the left pleural space (intrapleural). From the total of 165, 81 had the lvad implanted within the thorax and 84 had the lvad implanted within the pericardium. Of the 165, there were 31 readmissions for gastrointestinal bleeding, 28 readmissions for low flow alarms, 18 readmissions for right heart failure, 68 readmissions for infection (41 non-device related such as influenza, pneumonia, and urinary sepsis, 5 sternal wound infections, and 22 driveline infections), 38 readmissions for arrhythmia, 9 readmission for inflow/outflow occlusion, 16 readmissions for neurologic reasons, 87 readmissions for miscellaneous reasons, 27 general vad-related infections, and 41 non-vad related admissions. Of the 165 patients, 31 died during the 3 year follow up period. Over the course of 3 years, there was a significantly higher rate of readmission among intrapleural patients (n=180 readmissions) compared with intrapericardial patients (n=117, p<0.01).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the lvad devices and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿the impact of intrapericardial versus intrapleural heartmate 3 pump placement on clinical outcomes¿, reported the following information: the purpose of this study was to determine if the placement of a left ventricular assist device (lvad) in either the pericardium or thoracic cavity has a meaningful impact on overall patient outcomes. A retrospective study was conducted that evaluated 165 heartmate 3 (hm3) lvad patients who were implanted between nov2014 and aug2019. The patients were classified by whether their lvad placement was within the pericardium (intrapericardial, n=84) or in the left pleural space (intrapleural, n=81). There were readmissions for gastrointestinal bleeding, low flow alarms, right heart failure, for infection (influenza, pneumonia, urinary sepsis, wound infections, driveline infections, general infections), cardiac arrhythmias, neurologic dysfunction, renal dysfunction, stroke, respiratory failure, hemolysis, miscellaneous reasons, non-vad related admissions, inflow or outflow occlusions, and death. The study concluded that over the course of 3 years, there was a significantly higher rate of readmission among intrapleural patients (n=180 readmissions) compared with intrapericardial patients (n=117). The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2022-11682 and 2916596-2022-11683.